Event description:
It was reported an angio-seal was deployed in the right femoral artery. The pt developed an infection and pseudoaneurysm, which was surgically repaired. The pt was reportedly recovering.